Event description:
It was reported that during a case using the spine guidance software, the displayed location of the instruments during navigation was inaccurate. The instruments were shown to be moving up and down on the patient when the surgeon was holding it still and there was no patient movement. This resulted in continuous instrument re-registration and a surgical delay of about 10-15 minutes.

Event description:
It was reported that during a case using the spine guidance software, the displayed location of the instruments during navigation was inaccurate. The instruments were shown to be moving up and down on the patient when the surgeon was holding it still and there was no patient movement. This resulted in continuous instrument re-registration and a surgical delay of about 10-15 minutes.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.